Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving an "occlusion alert" on the ilet while using a steel 6 mm contact detach infusion set. The agent guided the user through disconnection and tubing inspection. No kinks or air bubbles were found. The user performed a ¿fill tubing only¿ command until insulin drops were observed and confirmed the tubing was clear. Insulin delivery resumed, and therapy continued normally. At the time of the call, bg was 223 mg/dl, and the user reported mild tiredness but no other symptoms. No medical intervention or outside assistance was required.